Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds) partially stuck in an introducer sheath. The outer shaft, middle shaft, inner sheath and the remainder of the device were checked for damage. The device handle was opened upon arrival. There was no damage to the outer sheath. The mid-shaft showed a kink approximately 125.5cm from the nosecone. The mid-shaft was also separated from the retainer clip. The inner liner showed damage approximately 2.5cm from the clip. The proximal inner also showed a kink approximately 6cm from the clip. The inner liner and the tip are stuck inside of the introducer sheath that was returned. The pull rack showed the 1st tooth was damaged. The stent was not returned. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that partial stent deployment, stent damage and fracture occurred. The greater than 95% stenosed target lesion was located in the severely calcified superficial femoral artery (sfa). Following pre-dilation, a 6 x 200 x 130 innova stent was advanced via a contralateral approach over a .035 guidewire and deployment initiated. The first 90mm of the stent was deployed normally. Great resistance was felt with the thumbwheel after approximately 100mm of the stent was deployed. The thumbwheel was no longer working, therefore the physician took apart the handle of the delivery system. The physician then attempted to pull back on the delivery system in an attempt to deploy the stent. This resulted in an elongated stent. The stent delivery system was able to be removed; however the deployed stent fractured in two. One section was located in the sfa and the other section was located in the delivery system. The fractured stent was treated with another brand of stent. Blood flow and vascular patency of the sfa were normal. There were no patient complications reported and the patient is in stable condition.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that partial stent deployment, stent damage and fracture occurred. The greater than 95% stenosed target lesion was located in the severely calcified superficial femoral artery (sfa). Following pre-dilation, a 6 x 200 x 130 innova¿ stent was advanced via a contralateral approach over a .035 guidewire and deployment initiated. The first 90 mm of the stent was deployed normally. Great resistance was felt with the thumbwheel after approximately 100 mm of the stent was deployed. The thumbwheel was no longer working, therefore the physician took apart the handle of the delivery system. The physician then attempted to pull back on the delivery system in an attempt to deploy the stent. This resulted in an elongated stent. The stent delivery system was able to be removed; however the deployed stent fractured in two. One section was located in the sfa and the other section was located in the delivery system. The fractured stent was treated with another brand of stent. Blood flow and vascular patency of the sfa were normal. There were no patient complications reported and the patient is in stable condition.